Event description:
Customer reported, an artifact in the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera. System operates as intended.